Event description:
It was reported that the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately 8 days after the implantable pulse generator (ipg) was implanted. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).